Manufacturer narrative:
The device was discarded (not returned for analysis). A limited investigation was performed and per the info received from the procedure, the likely cause of the event was that the instructions for use were not followed in that the user incorrectly deployed the proximal end of the stent inside the introducer sheath. This will cause the tip assembly to be constrained resulting in resistance while pulling it back.

Event description:
The stent was not fully released from the sheath and it was pulled back into a previously deployed stent in the iliac. The physician viewed this under fluoroscopy and then released the stent. The delivery system's tip was viewed on the guidewire in the common femoral. A snare device was used to remove it. There was no effect to the patient.